Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va150sb, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
A manufacturer representative (rep) received information regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who fell and as a result of the fall the implanted lead broke. An impedance test of the lead showed impedances over 4000 ohms. The fractured lead was explanted and replaced with a new lead. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.